Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. A visual inspection was performed on the returned sensor patch and no physical damage was observed. Data was extracted from the returned sensor patch using approved software. The sensor was found to be in sensor state 7 with event code 11,224 and 227 and sensor state 8 with event code 9 which are an indication that the sensor had terminated due to an intentional non-fatal error recognized by the sensor. This termination is an intended part of the sensors system and is not an indication of product non-conformance as the data is consistent with sensor tail lost contact with interstitial fluid due to sensor is dislodged but remains at on-body. As a result, the sensor had recognized its removal and had terminated in which the sensor was working as intended. The sensor data was reviewed and signal low error message along with a drop in glucose and temp values were observed, indicating that the sensor tail loss of contact with interstitial fluid due to temporarily unseated puck on body. No malfunction or product deficiency was identified; therefore, issue is not confirmed. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The device history review (dhrs) for the product was reviewed and the dhrs showed the product met specifications prior to release to distribution. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A " no active sensor " error message was reported with the abbott diabetes care (adc) device and the customer was unable to obtain readings. The customer stated they experienced symptoms of low blood glucose, described as ¿full of sweat¿, shaky and light headedness. The customer was unable to self-treat and eventually had loss of consciousness. The customer was treated with some juice by a non-healthcare professional (non-hcp) for the treatment. There was no report of death or permanent impairment associated with this event.